Event description:
It has been reported to philips that there were issues with the geometry of the system. The customer reported that the system was completely down and they were unable to treat patients. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the information collected, the system was in clinical use at the time of the event. The customer identified that the table float button was not working. The procedure was able to be completed after restarting the system. The philips service engineer inspected the system onsite and confirmed that the geometry pc was having issues with incoming power. The service engineer replaced the geometry pc, and the system was returned to use in good working order. At the time this complaint was received, it was unknown if the system was in clinical use when the event occurred, and philips did not have enough information to exclude a potential for serious injury and as such the complaint was reported. Based on the investigation results, philips concludes that the complaint is not reportable.the instructions for use for the allura device recommend using a system restart if there is a system failure. The allura IFU provides instruction on regarding a cold restart (switching the system off and then on again) as well as a ¿fast restart¿ which enables the operator to recover from a system failure faster than switching the system off and on again. If a loss of geometry movement occurs during a procedure, a warm/fast restart or a cold restart may be performed in an attempt to resolve the issue. By using these mitigations provided by the design of the device, the issue may resolve, allowing for continuation and completion of the procedure. A loss of geometry movement that can be resolved by utilizing the design mitigations provided by the device (warm/fast restart or cold restart) is not likely to cause or contribute to death or serious injury if it were to recur. The codes were updated based on the investigation outcome. Health impact code was corrected.